Event description:
No further information is available at this time.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4) . This medwatch is being filed to relay additional information. Review of the most recent repair record identified no repairs related to the reported event. The rpms were within specification and no leaks were noted. A definitive root cause cannot be determined as the reported event could not be duplicated. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial report. Initial reporter telephone number: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the device was defective, leak on dermatome and pipe. The event did occur during a procedure and there was a 1-15 minute delay to obtain an alternate device. Diligence is in process, no further information has been received to date.